Event description:
It was reported that there was noise observed on this right ventricular (rv) lead, which led to oversensing and inhibition of pacing. The patient is pacemaker dependent, and further technical services (ts) review was requested to confirm/discard a lead impairment. The rv lead model/serial is not available at this time. The lead remains in service at this time. No additional adverse patient effects were reported. Additional information provided from ts review indicates the current data is pointing towards a lead impairment as the noise was reproduced at follow up in the current system configuration of bipolar sensing. Reprogramming recommendations were provided for this case. The lead remains in service at this time. No additional adverse patient effects were reported. Additional information indicates the rv lead model/serial is not able to be obtained. It was also noted that the patient did not experience any adverse effects related to the oversensing and the physician reprogrammed the lead sensitivity during te follow up. In addition, after receiving ts advise it was recommended to the physician to see the patient to perform troubleshooting and the physician mentioned it was not necessary. The lead remains in service at this time. No additional adverse patient effects.